Manufacturer narrative:
Manufacturer review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 23 cm decathlon df catheter was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for external leak/partial fracture, as a partial split was observed on the blue hub extension leg just proximal to the bifurcation. Leaking was observed at the split when the blue hub was infused and the split surface was observed to be rough. Varying amounts of adhesive were found throughout the split. The definitive root cause could not be determined based upon available information. Repeated/excessive stresses and/or torques, incorrect clamps, and/or exposure to cleaning solutions may have contributed to the reported event. However, it is unknown if procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately within twenty one days of the dialysis catheter placement, an alleged split at the hub of the catheter and a fluid leak was identified. It was further reported that the patient was unable to receive the dialysis due to a fluid leak. Reportedly, an additional intervention was required for removal and replacement of the device. It was further reported that the patient resumed dialysis after the removal and replacement of the device.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiration date: 07/2020).

Event description:
It was reported that approximately within twenty one days of the dialysis catheter placement, an alleged split at the hub of the catheter and a fluid leak was identified. It was further reported that the patient was unable to receive the dialysis due to a fluid leak. Reportedly, an additional intervention was required for removal and replacement of the device. It was further reported that the patient resumed dialysis after the removal and replacement of the device.